Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by cloudy fluid. On an unreported date, the patient went to the hospital for the event, but it was not reported if the patient was hospitalized for the event. The cause of peritonitis was not reported. The patient was treated with an unknown medication (route, dose, frequency, and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. At the time of this report, the patient was recovered from the event. No additional information is available.